Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, a (B)(4) units of heparin were administered when activated clotting levels (act)n was recorded at 200. The 22mm amulet was successfully implanted. Two hours after implant, transthoracic echocardiogram (tte) showed patient had a pericardial effusion and cardiac tamponade. The patient was brought to the cardiac catheterization laboratory (cath lab) and a pericardiocentesis was performed. The patient required prolonged for observation and residual draining. The patient was reported as stabilized and admitted for monitoring.

Manufacturer narrative:
An event of pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported incidents could not be conclusively determined.